Event description:
It was reported that the patient is experiencing stiffness, pain and talks of the hip locking up. This started a month ago if she is standing for a period of time. When she has to walk, she has to figure out how to move her leg without it hurting.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.